Event description:
The customer reported that the 840 ventilator had a loss of communication between the graphic user interface (gui) and the breath delivery unit (bdu). There was no pt involvement. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended swapping the power supply and/or the analog interface (ai) printed circuit board (pcb). Covidien was not authorized to repair the device.

Manufacturer narrative:
(B)(4).